Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of epicel is not affected by this report.

Event description:
Device malfunction [device malfunction]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a (B)(6) female patient, initials (B)(6). The patient's medical history was not provided. On (B)(6) 2013, the patient sustained 35% total body surface area (tbsa) burns (cause unknown) and was hospitalized the same day. On (B)(6) 2013, two biopsies were taken for cell culture and harvesting from lower abdomen and left groin of the patient. On (B)(6) 2013, the patient was grafted with an unknown number of epicel grafts at unspecified sites. On (B)(6) 2013, the final product sterility and retain samples returned positive for contamination with yeast (candida parapsilosis) post implant which could have been contamination at the time of procurement, as per qa (device malfunction). It was reported that the patient was clinically stable with no sign of infection and no complication. The graft take as per the surgeon was excellent at 90%. The event outcome is unknown. Relevant concomitant medications included augmentin (clavulanic acid), silver dressings and amphotericin (amphotericin b). The relationship between epicel and the event was not provided by the reporting physician.